Event description:
The manufacturer's representative reported that the pump was explanted after an implant duration of 12 months. A dye study performed in 2006 confirmed a stalled rotor. The patient was experiencing increased pain. The pump contains fentanyl, baclofen, bupivicaine, and clonidine. A new pump was implanted. A follow up report will be sent if additional information becomes available.